Event description:
The customer reported when the unit was in AED mode they got a dashed line, they were unable to see pads view. They switched to the manual mode to deliver energy.

Manufacturer narrative:
The customer reported when the unit was in AED mode, they got a dashed line, they were unable to see pads view. They switched to the manual mode to deliver energy. A follow-up report will be submitted upon completion of the investigation.